Manufacturer narrative:
As the device is implanted in the patient, visual and functional evaluation could not be performed. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history records were reviewed for the provided lot number, and no similar complaints were identified. There were no complications during the initial surgery. Surgeon felt that the screws were below the spring bar and the plate¿s locking mechanism was in the locked position but it could not be confirmed by the x-ray images. Screw holes were prepared using awl, all in guide was not used. Surgery was not performed at a difficult angle. Plate was not bent. Patient did not experience a fall post initial surgery. Patient's bone quality appeared normal, without osteoporosis and not particularly hard/ solid. An exact cause of the reported event could not be determined. Potential causes include: - fatigue of construct prior to or beyond the expected life may result in screw back out. - drill guide/aiog was not used to correct screw trajectory. - user error. Inadequate plate bending/notching, resulting in screw hole plate deformation. - user error, locking ring was damaged on screw installation, not noticed or ignored. - user error, inadequate screw hole preparation/hard bone, resulting in high screw purchase. - locking ring closing over the bone screw head was not verified. - user error, final tightening screwdriver was not used to prevent stripping. - poor bone quality, patient pathology (i.e smoker, diabetic). - too much instantaneous loading/fatigue on construct resulting in screw backing out.

Event description:
It was reported that the reflex hybrid variable screw of the reflex hybrid cervical plate has passed over the plate, breaking the safety ring. The event was noticed during a post-operative CT scan. No adverse consequences were reported at this time. There are no plans for revision at this time. This record captures the reflex hybrid cervical plate.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that the reflex hybrid variable screw of the reflex hybrid cervical plate has passed over the plate, breaking the safety ring. The event was noticed during a post-operative CT scan. No adverse consequences were reported at this time. Plans for revision surgery are not known at this time. This record captures the reflex hybrid cervical plate.